Event description:
It was reported that the right ventricular (rv) lead showed electromagnetic interference (emi) and noise. The lead remains in use. N o patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrg defibrillator (B)(6) 2013. (B)(4).